Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no nonconformances were found. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump infused faster than it should have. They stated that the infusion should have run for about 3 hours and 42 minutes, but that the infusion ended about 30 minutes early. Mmdg followed up with the initial reporter and no adverse effects to the patient were reported, but no other information about the complaint was provided. [(B)(4)].